Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy, the stapler was positioned on a branch of the pulmonary artery and fired normal. Upon opening the stapler, the lumen of the artery was wide open with no formed staples found. The surgeon sutured to correct the reported event. The patient had blood loss of four liters, which required a blood transfusion, and surgical time was delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary video was received for evaluation. Evaluation summary pending investigation results. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one video. The video shows staples deploying on the proximal end of the jaws during firing. Formed staples are also seen inside the patient after the jaws are unclamped. Evaluation of the video by engineering and medical affairs confirmed the deployment of staples. Visual and functional evaluation could not be performed because the device was not returned. Visual inspection of the video evidence confirmed the products did meet quality release specifications. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.